Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2022 the pump alarmed low battery alert. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. No low battery alert noted doing test. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The pump downloaded history confirmed 7 low battery alerts on between on 01/01/2022 between 03:45:00.000 and 12:20:00.000 due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No low battery alert noted doing test. However, the pump downloaded history confirmed 7 low battery alerts on between 01/01/2022 03:45:00.000 and 01/20/2022 12:20:00.000 due to customer's faulty aa battery.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.